Event description:
Analysis for the explanted generator showed that there was no indication from the device that an end of service condition existed. The device performed according to functional specifications. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. Analysis for the generator that was opened but not implanted showed that the device performed according to functional specifications. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. Follow-up showed that there was no neos flag at the time of revision. It was assumed that the generator explant was due to neos; however, when it was checked, it was not at end of service.

Event description:
It was reported to our consultant in the (B)(4) that there was a vns patient with high lead impedance. It is unknown what test the results are from, if from the normal mode test or a system diagnostic test. No injury is believed to have preceded this. X-rays were ordered and their device was programmed off. Good faith attempts are underway for further details about the reported event.

Event description:
Further information was received indicating that the patient underwent a replacement surgery on (B)(6) 2013. Initially, the surgeon initiated a generator replacement, in order to test the lead impedance again and rule out a pin insertion issue. The lead impedance was not be tested on the original generator because the battery was believed to be at end of service at the time of the operation. When the lead impedance tested on the new generator, it returned high impedance. A lead issue was suspected, and the lead was replaced. Attempts for product return have been unsuccessful.

Event description:
Additional information was attained that no x-rays are available for review. The patient's high impedance results were determined to be on a system diagnostic test not a normal mode test.system diagnostic testing was performed on (B)(6) 1st 2012 and impedance high, output limit and dcdc code 7 was obtained twice.

Event description:
The patient's explanted lead was not returned for analysis. Their explanted generator was returned for analysis.

Manufacturer narrative:
Device malfuction suspected but did not cause or contribute to a death or serious injury.